Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a constant motor error alarm during the rewind due to an out of phase motor encoder. Unable to perform the displacement test or confirm any error alarm due to the motor error alarm. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during bolus. The device was not exposed to the high magnetic field. The device will alarm after every action. The device alarm history showed the device alarmed motor position encoder error. Customer's blood glucose was 114 mg/dl. No further information reported.